Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange could not be deployed. The stent was partially deployed on the delivery system when it was removed from the patient, and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. The device was returned with the stent fully covered and undeployed. Upon disassembling the delivery system to assess for torsion (rotational damage), it was observed that the outer sheath was twisted. No other problems were noted with the stent and delivery system. The reported event of "stent partially deployed" could not be confirmed, since the stent was returned fully covered and undeployed. Taking all available information into consideration, the most probable root cause is "no problem detected." A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The outer sheath was retuned twisted which is evidence that the handle was incorrectly rotated. The IFU states, "procedure: rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, the adverse event of stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange could not be deployed. The stent was partially deployed on the delivery system when it was removed from the patient, and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event.